Event description:
Event description cpi received information that this bipolar lead was removed due to dislodgement. The physician elected to replace the lead because the patient has a very large atrium, he implanted a different type of bipolar lead. The physicians manual 352527-003c, page 15 lists displacement as an adverse effect of the lead.